Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10173. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products: part: us157858 name:m2a-magnum pf cup 58odx52id lot: 210200; part: 192412 name: echo por fmrl red nc 12x140 lot: 594570; part: 139264 name: m2a-magnum 52-60mm tpr insrt-6 lot: 404580. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2017-04535, 0001825034-2017-04536. 0001825034-2017-04537.

Event description:
It was reported that a patinet underwent a revision procedure approximately 5 years post initial implantation due to pain. Attempts have been made and no firther information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported that a patient was revised due to elevated metal ion levels, pain, and presence of a fluid filled mass. Repeat cobalt and chromium levels were checked and were significantly higher relative to approximately a year ago. During the procedure it was noted that there was presence of murky brownish fluid that was under pressure and exuded from the wound. It was also noted that there was a superficial cavity that measured approximately 14 x 10 cm in width/length and 3 x 4 cm in depth with thick brown lining. After dissecting past the scar tissue it was also noted that there was metallosis/film like tissue lining the cavity of the joint. There were small brownish clump like material spread throughout this defect that had a typical consistency of an inflammatory mass. After exposing the implant it was noted that because of the jump distance of the 52 mm head, it was difficult to dislocate. However, the surgeon was able to dislocate it with no further damage to the remaining components. After the head was explanted it was noted that the head did not have it's typical sheen and possibly had some micro abrasion that was not visible to the naked eye. The surgeon noted that they were only going to convert the articular surface. Attempts have been made and no further information is available at this time.